Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the alarm sounded and deflated itself. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).this medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, d8, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record identified repairs unrelated to the reported event. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. This is a limited investigation, a review of the device history records and a complaint history review will not be completed for limited investigation complaints a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.